Event description:
Information received indicates the knee section will not lower and the head section will not rise.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.